Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is a cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flushing pump was defective, damaged, and worn out. There was no patient involvement.